Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user started the ilet and experienced persistent hyperglycemia, with blood glucose reported at 373 mg/dl at initiation and 286 mg/dl at the time of the call, and the cause was unclear. Symptoms included fatigue consistent with hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education provided to the user and a case discussion with clinical support. Investigation of this case revealed no device alarms reported and no confirmed device malfunction, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.